Event description:
The customer reported to olympus, the image on the olympus gastrointestinal videoscope was a sandstorm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects were found inside the nozzle. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1/establishment name: (B)(6) medical the device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a noisy image occurred due to corrosion on the suction connector. In addition to the reportable findings documented in b5, additional device evaluation findings are as follows: the universal cord had a wrinkle, the forceps channel port was shaved, the control unit had discoloration, the suction connector was dirty due to water leakage, the adhesive on the bending section cover had a chip, bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the play of the up/down knob was out of standard value due to wear of the angle wire. Additionally, scratches were found on the following components: scope connector cover unit, protector on universal cord on the suction connector and control section side, universal cord, grip, scope cover, switch box, switch 1, forceps elevator, up/down knob, right/left knob, control unit, suction connector, bending section cover, and forceps elevator knob. The customer confirmed that the device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. The customer had no concerns about the reprocessing. The customer did not know what the foreign material was. Based on the results of the investigation, the foreign material could not be identified. In addition, the root cause for the remaining foreign material in the nozzle could not be established. A device history review found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.